Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the site multiple times in an attempt to resolve the alarm. The customer's blood glucose level was 400 mg/dl. The customer reverted to manual injections for therapy.